Manufacturer narrative:
Pending investigation. D10. Concomitants: 5169891, 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5; 5060873, 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t; 5187466, 200-02-32 - three peg patella 32mm; 5261933, 204-34-02 - fluted stem extension 25l x 14 mm; 5175535, 204-70-00 - tibial stem ext. Screw.

Event description:
As reported via legal documentation, a patient had bilateral knee replacement on (B)(6) 2018. They underwent subsequent left knee revision surgery on (B)(6) 2023, approximately 5 years 3 months after their primary replacement. On (B)(6) 2023 op report postoperative diagnosis: left total knee revision instability of left knee. Intraoperative finding indicated that there was severe synovitis. The polyethylene liner appeared to have very minimal wear, but there was medial lateral instability throughout the range of motion. There was severe wear of the patellar component. Very minimal osteolysis was noted in the anterior femur just proximal to the intercondylar notch. The femoral component appeared to be well fixed. Patient was taken to the recovery room in satisfactory condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This has been discovered to be a duplicate case and will be closed; all new and additional information will be processed and reported in MFR # 1038671-2023-01403.